Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use and the procedure was continued and completed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not turn on. Review of system log file shows that the system did turn on. Fse confirmed the mpdu control board was defective. Fse replaced the mpd control unit. After replacement of mpd control unit, system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not turn on. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the mpd control unit to return the system to use in good working order.